Event description:
The suspect device user's visiting nurse called to report the batteries had melted and the display screen looked black and melted. The device was replaced and requested to be returned for evaluation.